Manufacturer narrative:
Device evaluation: thrombus was confirmed through the evaluation of (B)(4). The pump was returned assembled with the driveline cut approximately 8 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft attachment and the outflow elbow were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief, the sealed outflow graft bend relief collar, and pieces of the sealed outflow graft were returned detached from the device. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Examination of the rotor inlet upon disassembly of (B)(4) revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while (B)(4) was supporting the patient. Although a root cause for the development of the observed formations could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated ldh. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Additionally, the log file that was provided by the account revealed no hazard alarm conditions. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with an elevated lactate dehydrogenase (ldh) level and was evaluated for signs and symptoms of hemolysis. It was reported that the patient was maintained on aspirin only therapy due to recurrent epistaxis. The patient was upgraded to 1a status. The patient received a heart transplant on (B)(6) 2015.